Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery with mild tortuosity, mild calcification and 90% stenosis. A 4.50 x 8 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance for post dilatation. The balloon of the bdc ruptured on the first inflation at 10 atmospheres. The bdc was simply removed with no resistance and a 4.50 x 8 mm nc non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.